Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
PICC line inserted into rt arm of approx. 4-day old baby. When I trimmed PICC line before insertion, guidewire pulled out slightly in order to trim line and pulled smoothly, as per normal procedure. Inserted into baby successfully with good blood return and flushing well. Guidewire left in place for xray in case of adjustments. But when I went to remove the guidewire, tried to pull out with confirmed placement, guidewire stuck and bunching up lin. Finally able to remove with flushing and back pressure to unbunch line every cm or two. Eventually go guidewire out but then white part of PICC line was bunched up inside of purple part of PICC near the hub and was unable to flush until I pulled that out some too. At that point with all the bunching and maneuvering I was worried about the integrity of the line. After every dose inspection and numerous flushes etc. I felt and peds charge rn that it was intact and no leak found. Dr. Aware and I suggested him to re-xray line in arm to make sure it was still in proper position. Line remains in situ.